Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on meter serial number (B)(4), resulting with a value of 4.5 inr accompanied by a "c" at 8:45 a.m.. The customer stated that there was excessive squeezing of the patient's finger when obtaining the sample for this value. The customer stated that the sample may have been diluted with tissue fluid. A sample from the patient was tested on a second coaguchek xs meter, resulting with a value of 2.9 inr at 8:55 a.m.. A sample from the patient was tested in the laboratory with an unknown method on a beckman acl elite analyzer, resulting with a value of 2.6 inr at 9:14 a.m.. The 2.9 inr and 2.6 inr values were believed to be accurate. The 4.5 inr value was not believed to be accurate. All medical decisions were made based only on the laboratory value. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not have medication changed based on the meter results. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per month. The patient's hematocrit is 40.9 %. The patient does not have antiphospholipid antibodies, did not take other anticoagulants, and had no symptoms of bleeding or bruising. The customer did not recall if internal controls had passed on the meter. No alcohol was used to prepare the patient's finger prior to collecting samples for meter testing. The customer's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345215) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.